Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ alerts identified as code 38 while attempting a supply change, preventing access to the change cartridge and tubing workflow despite multiple restarts and removal of the cartridge; a replacement device was arranged, and the original will be returned. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included the user transitioning to backup therapy and receipt of a replacement device. Investigation included remote review of device notifications and guided troubleshooting, including restarts and attempted dry runs. Investigation of this case revealed a persistent device alarm consistent with a consecutive stalled motor condition that impeded operation during a cartridge and tubing change. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to motor stall during the change process. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.